Manufacturer narrative:
Analysis of the catheter revealed difficulty with sc connector led to explant.

Event description:
It was reported that, during a pump replacement during to replace a pump that was approaching eri (elective replacement indicator), the surgeon had difficulty while trying to remove the sc (sutureless) connector of the 8596sc from the old pump. The catheter connector would not detach from the pump. The hcp tried to release the sc connector by squeezing all around it but was unsuccessful. The silicone began degloving from the metal. As a result, the hcp decided to replace the sc connector as well and spliced a 8596sc that was then connected to the new pump. They then finished the procedure and issue. The old pump still had the sc connector attached. The reporter had not been aware of any issues leading up to the pump replacement. No further updates had been received following the replacement. No patient symptoms were indicated. The device system was used to deliver fentanyl, hydromorphone and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8832, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.